Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and failed. The usb (j3) connector was observed to be disconnected from the printed circuit board. Communication with the unit is not possible because the device was received in a condition making evaluation impossible.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient's mother was advised to reset the device and the outcome was unsuccessful. At the time of contact, patient's mother did not report any injury or medical intervention.